Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is reportedly affected. Re-implantation is planned but not scheduled.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user's hearing performance with the device is reportedly affected. Re-implantation is planned but not scheduled.

Event description:
According to the parents neither a gradual nor a sudden loss of hearing occurred - only in situ measurements showed affected channels. No trauma or accident was reported. Re-implantation was performed on (B)(6) 2019.

Manufacturer narrative:
Conclusion: damage to the active electrode under the silicone overmold, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Other damages found during investigation are most likely related to the explantation surgery. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient's hearing performance with the device is reportedly affected. As per additional information neither a gradual nor a sudden loss of hearing due to the parents - only in situ measurements from (B)(6) 2018 showed radically changed impedances compared to that done in (B)(6) 2017. Parents reported that no trauma or accident took place. Re-implantation is planned but not scheduled. Med-el will be in attendance.

Manufacturer narrative:
Additional information: according to the information received from the field, re-implantation is still considered but no date has been scheduled yet. The previous reported results still apply. If the device is explanted and received in the future, the case will be re-opened and the device investigated.